Manufacturer narrative:
Device is a combination product.  (B)(4).   Device evaluated by MFR: a synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal damage. Stent strut rows 1-4 from the distal end of the stent were damaged and stretched distally. The remainder of the stent was undamaged. The crimped stent od(outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 08-jun-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending (lad) artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross despite many attempts. The device was removed from the patient's body and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.